Event description:
We were informed by the hospital that when doing the regular pump check, blood and air bubbles were seen along the sealing of the upper and lower housing. Upon this observation, a membrane defect was assumed. The right blood pump was exchanged. The condition of the pt was still the same after the pump exchange. The pt is still supported with the excor system.

Manufacturer narrative:
(B)(4). The excor blood pump s/n (B)(4) was used from (B)(6) 2013 for days. We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specifications and no abnormalities were found in the records. By analyzing the returned blood pump a defect in the layer on blood side of the membrane was detected. The membrane consists of three layers in order to prevent damage to the pt through blood loss or embolism. In case of one defect layer, there are still two more layers. The entire membrane consists of two driving layers and one blood layer. The eval of the blood pump s/n (B)(4) is still ongoing. The reason for the defect of one layer is not found yet. Imp # (B)(4).